Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) machine. This event occurred during patient use of a fill cycle. The hp was connected at the time of the alarm and did not disconnect any time prior. The technical service representative (tsr) had the hp cycle power to clear the alarm. The tsr explained the se indicates air entered the set up. The hp confirmed to complete therapy with a manual exchange. There was patient involvement; there was no patient injury or medical intervention associated with this event.